Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: not implanted.

Event description:
Healthcare professional reported ""cleaning breast implant sizers with ivory soap." Device not implanted.